Event description:
It was reported that non-sustained right ventricular oversensing due to post paced t wave oversensing was observed on the right ventricular (rv) lead. Programming changes were made. There were no patient consequences.